Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿nineteen year results of tha using modular 9 mm s-rom femoral component in patients with small femoral canals¿ by michael drexler, md, et al, published by the journal of arthroplasty (2013), vol. 28, pp. 1667-1670, was reviewed. A retrospective analysis was undertaken of 30 consecutive tha performed in 25 patients with hypoplastic proximal femurs, who had received a 9-mm uncemented modular s-rom stem between 1987 and 1999. Implanted products: s-rom total hip arthroplasty- 9-mm stem, press-fit cup, polyethylene liner, and 28 or 22-mm femoral heads. Results: 14 patients had persistent limp. 2 hips had activity-related meld thigh pain that did not require medication. 2 stems showed signs of loosening on serial radiographic studies- not revised. 11 cases of femoral osteolysis- no revision required. Confirmed on serial radiographs. 14 hips showed femoral stress shielding on serial radiographs. 8 hips with heterotopic ossification confirmed on serial radiographs. 6 revisions for acetabular cup loosening. 5 revisions of the liner for polyethylene wear. As previously reported in (B)(4), stem subsidence was seen within the first six months in two hips, one requiring revision at 6 and 13 years respectively after initial surgery. One patient with arthrogryposis sustained a femoral shaft fracture sustained in a fall in the immediate postoperative phase; the stem was upsized to an 11mm stem and the fracture was stabilized with a femoral plate (this hip was excluded from revision analysis). No further revision surgery has been required since the previous report. These events were excluded from this complaint. They are captured on (B)(4). Captured in this complaint: s-rom femoral stem and sleeve, s-rom cup, s-rom polyethylene liner, s-rom femoral head.